Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that their therapy setting was changed after putting into MRI mode. Patient was saying that their original therapy was set on with a frequency of 2 hours on and 22 hours off, but now they feel that the stimulator is on for 9:30-11:40, but the effect has not been as different as they thought it would be, and it has been two weeks. Patient stated that they are using less catheter and voiding less on their own. Agent emailed company representatives in the area and documented reported events.